Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected replace battery now or battery failed alarms noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had the battery life span was shorter than usual alarm history shows that the low battery alert did not show up prior to the replace battery alert. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer received a low battery alert prior to the replace battery alert or replace battery low alarm. The customer stated the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. The device will be returned for analysis.